Event description:
Info received indicates the left foot brake/steer caster will not hold in brake.

Manufacturer narrative:
The technician found the brake caster could not be adjusted further, so he replaced the worn caster to repair the bed.